Event description:
It was reported that during a laparoscopic gastric bypass procedure the device was fired two times successfully with white load using peri strips on the gastric pouch. The device was loaded with an blue without peri strips and on the first firing stroke midline the staples were mangled on the gastric pouch leaving a whole in the staple line. The second and third firing strokes were fine. There was bleeding but the surgeon was able to control the bleeding with sutures. There was no blood transfusion given. The device was reloaded three additional times with white and green reloads. The case was completed with no patient consequence. The device was discarded.(B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was discarded. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.